Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The display was dim and reddish. The battery compartment was cracked above the bumper pad. The force sensor calibration reading is below specifications. The force sensor resistance is above specifications. The audio bolus button cover and its slug was detached and missing. Moisture corrosion was found to the fs plate/shim-plate, to the eeprom, and to keypad flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack, display was dim, reddish, and the force sensor calibration was out of specifications.. This report is made based on results of investigation completed on (B)(6)2015.